Event description:
The customer's husband reported via phone call that customer had experienced hypoglycemia. The blood glucose level was 30 mg/dl. The customer also stated that the battery cap's 3-pronged copper piece that came off a few times, had to be put back and it still loosened which caused problems when inserting new batteries. The customer was assisted with troubleshooting. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.